Event description:
This male pt was enrolled in the registry. Angiography revealed an 85% stenosis in the bifurcation of the left common carotid artery. The lesion was 15mm in length. The reference vessel was 9.7mm in length and moderately tortuous. An angioguard xp was advanced beyond the target site and the 4mm basket was successfully deployed. During pre-dilation with a 4mm balloon (brand unk), the pt experienced a vascular dissection. A 10.0 x 40mm precise pro rx stent was deployed in the target lesion without complication. The precise stent also covered the dissection. The angioguard was successfully retrieved. Upon inspection, there was no debris noted in the filter basket. The pt was discharged the following day. The investigator felt the dissection was not related to the angioguard device. Additional info will be provided within 30 days of receipt.